Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a pinhole in the balloon wall 32mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left posterior tibial artery. A 4.5fr non-bsc introducer sheath and a non-bsc guidewire were advanced to the lesion. Dilation was performed with a 2.0x220mm coyote balloon catheter. The 2.5x220mm 150cm coyote balloon catheter was then advanced for size-up dilation, however upon first inflation to 3atms for 3seconds the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc 2.5x100mm balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left posterior tibial artery. A 4.5fr non-bsc introducer sheath and a non-bsc guidewire were advanced to the lesion. Dilation was performed with a 2.0x220mm coyote¿ balloon catheter. The 2.5x220mm 150cm coyote¿ balloon catheter was then advanced for size-up dilation, however upon first inflation to 3atms for 3 seconds the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc 2.5x100mm balloon. No patient complications were reported and the patient's status was good.